Manufacturer narrative:
The foreign material condition was confirmed on the returned device. Upon device inspection it was found that a strand of hair around 4 inches long was present inside the blister package. No evidence was found as to the alleged "stuck to the glue" condition since the hair was found loose inside the blister. Likely root causes are: manufacturing/assembly error. Incorrect or inadequate packaging. Severe shipping conditions. User error in not properly inspecting unit prior to use. The most likely root cause is manufacturing/assembly error. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that foreign material was found inside the sterile package prior to medical procedure.

Event description:
It was reported that foreign material was found inside the sterile package prior to medical procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.